Manufacturer narrative:
Investigation results: the loaner saw was received for investigation. During testing of this unit, no oily-like residue leaked from the handpiece. A visual examination of the saw noted an oily-like black residue under the oscillating head of this handpiece. The device was sent to a third party lab for analysis of the oily-like residue along with a sample of sri-2 lubricant used in the manufacture of this product. The lab analysis indicates that the residue removed from the oscillating saw is composed of a fatty acid based oil or compound which precludes sri-2 as the source of the unk residue. In addition, there are no customer reports of this unit leaking an oily-like residue on prior uses. The instruction manual for this handpiece along with the labeling for this product informs the user not to lubricate this handpiece. The customer will be contacted with additional information on care and maintenance of this product.

Event description:
It was reported that during use of this handpiece in a bunionectomy procedure, the saw leaked a black residue resembling oil into the surgical site. There was no report of serious injury or surgical delay with this event.